Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hyperglycemia of up to 495 mg/dl that he was unable to correct via bolus with his infusion device. He called for an ambulance and was admitted to the hospital where treated with insulin via perfusor. The infusion device was requested to be returned for product evaluation.